Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one sample. The following results were provided: initial result 106.2 ng/l results from new sample 0.0 ng/l repeat first sample 0.0 ng/l. The physician admitted the patient to the emergency and that¿s where they performed a new blood draw that was negative. No negative impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one sample. The following results were provided: initial result 106.2 ng/l results from new sample 0.0 ng/l repeat first sample 0.0 ng/l. The physician admitted the patient to the emergency and that¿s where they performed a new blood draw that was negative. No negative impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I stat high sensitive troponin-I, list 08p13-34 and manufacturing site in section d of this report longford, to alinity I processing module, list number 03r65-01, and manufacturing site of irving, texas. MDR number 3016438761-2025-00090 has been submitted and all further information will be documented under that MDR number.